Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 357 mg/dl. The customer stated she has air bubbles in the reservoir. Customer was advised to deliver 5 units fixed prime until air bubbles are no longer visible. Customer was to change infusion set. Customer did not see air bubbles in the tubing but the insulin came out with little spurts. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer reported the alarm was resolved by a complete set change. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with bolus with the pump.